Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one catheter. The catheter had been cut in two pieces. The cannula was clamped directly after the y-hub and water was flushed into the venous luer adapter. Immediately reflux was noted indicating a leak in the y-hub. It was reported that there was a leak detected between the lumens of device. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, once the catheter was installed, it was indicated that the reflux was observed from one of the lines to the other, and indicating a connection between them. There was nothing unusual observed on the device prior to use, there was no other product utilized with the device and there was no visible defects/damages found in the product where the leak was observed. Flushing as performed with normal result. The catheter was not repaired, there was no leak, tego was not utilized, there was no luer adapter issue, clorhexidina was used as the cleaning agent on the device and to treat the insertion site prior to product placement. The catheter that came with the kit was the one used, there was no occlusion and there was no excessive force used on the device. There was no blood loss and blood transfusion was not required. The event did not lead to or extend patient hospitalization and the catheter was changed with another one. The procedure was completed after the catheter was replaced. There was no medical or surgical intervention needed to prevent a permanent impairment of a function and there was no patient symptoms or complica tions associated with this event. There was no reported patient injury.

Event description:
According to the reporter, during the procedure, once the catheter was installed, it was indicated that the reflux was observed from one of the lines to the other, and indicating a connection between them. There was nothing unusual observed on the device prior to use, there was no other product utilized with the device and there was no visible defects/damages found in the product where the leak was observed. The catheter was not repaired, there was no leak, tego was not utilized, there was no luer adapter issue, clorhexidina was used as the cleaning agent on the device and to treat the insertion site prior to product placement. The catheter that came with the kit was the one used, there was no occlusion and there was no excessive force used on the device. There was no blood loss and blood transfusion was not required. The event did not lead to or extend patient hospitalization and the catheter was changed with another one. The procedure was completed after the catheter was replaced. There was no medical or surgical intervention needed to prevent a permanent impairment of a function and there was no patient symptoms or complications associated with this event. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.